Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris pump spd# (B)(4) / ge # (B)(4) shut off the "a" and "b¿ channel of the left hand side without warning the receiving end of the alaris pump presumably stopped working the pt was maxed out on 4 different vasopressors and this was the pump that contained all of them, 2/4 stopped running due to this malfunction and despite switching these vasopressors to a different alaris brains FDA safety report ID# (B)(4)." Although requested, additional information was not provided.